Event description:
The hospital reported that the harvesting tool cautery separated on the vasoview hemopro 2 with vasoshield. The hospital did not report any pt effects. It is unk if the device is returning.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for lots 25097706, 25098172 and 25099606, the last three lots shipped to the account prior to the event date. There was no noncoformance recorded in the lot history. (B)(4).